Event description:
The report from the study indicated that approximately twenty-two (22) months after the index procedure, the patient died suddenly at home. No further information was available.

Manufacturer narrative:
The patient was admitted into the study. The pt had a total of seven (7) cypher stents implanted during the index procedure. A cypher 18 mm stent (stent #1) was successfully implanted in the mid left anterior descending (lad) at 14 atm. A cypher 18 mm stent (stent #2) was successfully implanted in the proximal circumflex at 14 atm. The obtuse marginal branch was not treated successfully. A cypher 23 mm stent (stent #3) was implanted successfully in the proximal right coronary artery (rca) by direct stenting at 14 atm. A cypher 13 mm stent (stent #4) was implanted successfully in the distal rca by direct stenting at 16 atm. Another cypher 13 mm stent (stent #5) was implanted successfully in the mid rca by direct stenting at 13 atm. A cypher 18 mm stent (stent #6) was implanted successfully in the first (1st) diagonal at 14 atm. A cypher 33 mm stent (stent #7) was implanted successfully in the distal circumflex at 14 atm. Please note that device (lot #r0203474) is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of seven products used during the same procedure. Please reference MFR. Report # 9616099-2006-01152, #9616099-2006-01153, #9616099-2006-01154, #9616099-2006-01155, #9616099-2006-01156, and #9616099-2006-01157.